Event description:
(B)(4). Same patient as MDR 2134265-2011-00804 2134265-2011-00639, 2134265-2012-01451, and 2134265-2011-03359. It was reported that post a stenting treatment procedure, chest discomfort and unstable angina occurred. In (B)(6) 2010, the patient presented with chest discomfort associated with tightness and exertional dyspnea, which was consistent with progressive angina. The patient was referred for cardiac catheterization. The first target lesion, located in the left main coronary artery, was treated with placement of a 3.0 x 12 mm taxus liberte stent. The 70% stenosed, 5 mm long target lesion located in the first obtuse marginal (1st om) branch with a reference vessel diameter of 2.6 mm. The target lesion was treated with placement of a 2.5 x 20 mm taxus liberte stent overlapping proximally with the stent in the first target lesion. Following post-dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest discomfort and unstable angina. Cardiac catheterization was recommended. The 80% stenosis in the saphenous vein graph to the 2nd om was treated with the placement of 3.00 x 18 mm non-bsc drug eluting stent. The totally occluded 1st om was not treated. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).